Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific dates or bg levels were provided. Reportedly, contact believed that elevated bg levels were caused by hormones. Contact indicated that customer is currently working with their health care provider to address elevated bg levels. No further information was provided on the reported event.